Event description:
It was reported that after a generator repositioning surgery the vns patient¿s chest incision from the surgery opened up on one side estimated to be ½ to ¾ inches. The patient went to an urgent care clinic and they noted redness and the opening and prescribed oral antibiotics. No known surgery has occurred to-date. Additional relevant information has not been received to-date.

Event description:
Follow-up from the surgeon indicated the cause of the migration was unknown and a suture securing the generator was not detected.

Manufacturer narrative:
Explant date, corrected data: the date of explant of the suspect device was inadvertently provided incorrectly on follow-up report #2. Event description, corrected data: details regarding migration of the device was inadvertently not provided on follow-up report #2. (B)(4).

Event description:
It was clarified by the treating provider that the repositioning surgery occurred because the generator was noted on x-rays taken to have fallen behind the patient¿s left breast.

Manufacturer narrative:
Event description, corrected data: results of the DHR review were inadvertently not provided in the initial report.

Event description:
Review of the manufacturing records revealed the lead and generator were sterilized prior to distribution.

Event description:
Full revision surgery occurred.